Manufacturer narrative:
Without a lot#, the experiation and manufacture dates are unknown. Investigation summary one (1) used #ch2000s-c, spinning spiros® connected with one (1) used unknown, extension set with spiros and microclave were returned for evaluation. As received blood residual inside the set was confirmed. No additional damage or anomalies were confirmed. However, the shear tab was correctly activated and no damage on the splines were observed. The residual torque was found within specification and the female luer meet iso design specification. Complaint of disconnection can be confirmed. The probable cause of the separation is unknown.

Event description:
An event involving a spinning spiros® closed male luer, red cap experienced disconnection . The report stated that the spiros cap disconnected at syringe and fell to ground. Alaris pump continued to dispense chemo and blood backed up into the syringe tubing. Patient had about 10ccs of chemo that were not able to be infused. Was not redosed per md. It had been used on a patient and intervention was required but nursing reported no injury or long-lasting harm.